Manufacturer narrative:
(B)(4).

Event description:
Procedure: duhamel procedure. According to the reporter: the second reload fired to the end but wouldn't pull back so the stapler became stuck on the colon. The instrument was resected with the use of another device. Pt's status was reported as fine.